Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusion set tubing leak event on (B)(6) 2024. The infusion set was in use for more than 24 hours. The glucose level was 240-250 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1906066 - MDR 3003442380-2024-12911 - device 6 of 7.